Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred while the customer was attempting to deliver bolus. Customer's blood glucose level was not impacted. Reportedly, the customer was able to clear the alarm, reload the cartridge, and resume insulin delivery. It was confirmed that the customer had manual injections available.